Event description:
It was reported to boston scientific that during treatment of a vasospasm in the distal vertebrate artery, a physician encountered a microcatheter shaft break. The microcatheter was being used in a nimotop infusion to treat vasospasm. Physician had connected a perfusor pump to the microcatheter to continuously inject the nimotop solution. At the end of the treatment, physician stopped the perfusor, and then, retrieved the microcatheter. However, only 30cm of the proximal microcatheter shaft came out. The microcatheter shaft had broken inside the guide catheter. Physician gently retrieved the guide catheter, and with it, the detached distal microcatheter shaft. Nothing remained inside the patient. The patient was reported to be in stable condition.